Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning around the same date this report was initially received; the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and another unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with the intraperitoneal antibiotics was ongoing. Peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis and the peritoneal effluent was reported to be clear. No additional information is available.